Event description:
Meter was not counting down after applying the sample. Also referred to a hyperglycemic event. On the day of the hyperglycemic event, the patient had not yet obtained the subject meter. Stated that they had symptoms of thirst and feeling "off-balance" and upon getting out of truck, cut knee and went to the hosptial for stitches. While at the hospital blood glucose was tested and the result was 460 mg/dl. Was treated with insulin and obtained the meter from physician while in the hospital. Since obtaining the meter, has not been counting down after the blood sample is applied. The issue was not resolved with troubleshooting. The case is being reported as a malfunction because the patient did not own the meter at the time of the injury.